Event description:
Prominent lumps in the treated areas, light bruising under the eyes (treatment areas), worsening of epithelioid granulomas, bilateral marionette tear. In 2005, a female pt with no known allergies and no history of autoimmune disease, and a history of having received restylane (no dates provided) with no adverse reactions, who received injections of hylaform in 2004 to the mariionette line areas and under the eyes. Shortly thereafter (date not provided), the pt experienced prominent lumps in all of the treated areas and light bruising under the eyes. The pt was seen by the physician in 2005 and the lumps, described as looking like little beads, were still present. At the time of the report, the pt had not yet recovered. Additional info received 30 days later from the treating physician, who stated the pt had previous treatment with restylane in feb and apr-2004, and developed a granulomatous reaction, a biopsy in 2005 confirmed an epithelioid granulomatous reaction to restylane. Between apr-2003- sep-2004 the pt was treated numerous times with collagen, zyderm, and zyplast. In 2005 the pt was treated with hylaform. On an unk date the pt experienced significant worsening of the epithelioid granulomas, and a bilateral tear through the marionette lines, the pt was treated with an unspecified topical steroid. The physician assessed the events as related to hylaform. No further info was provided. Additional info received in 2006 from the treating physician. The pt has been examined numerous times over the last year, and is now under the care of a rheumatologist to "help determine why she has had such a long period of granulomatous reaction to restylane and hylaform". As of this date all testing by teh rheymatologist have been negative. The pt has been put no embrel (etanerocept) and oral prednisone (dates unk). No further info was provided. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.